Event description:
It was reported that during a renal angioplasty procedure, the stent prematurely deployed. The lesion was located in the severely tortuous and severely calcified renal artery. The physician advanced the 6.0x18x150cm express sd renal stent system across the lesion, however, it was noted that the guide catheter placement was 'lost'. The physician advanced the guide catheter over the express sd stent shaft. As the physician pulled the express sd stent delivery system back into the guide catheter, the express sd stent prematurely deployed inside the guide catheter. The physician removed the guide catheter and express sd renal stent system outside of the patient and successfully completed the procedure with another of the same device. No patient complications were listed and the patient's status was reported as 'fine'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)